Event description:
Patient here for a-fib [atrial fibrillation] ablation, post procedure dr. Was deploying vascade mvp closure devices x 3. The devices failed = collagen would not fully deploy and disk failure. Manual pressure applied to access sites and additional bed rest required post procedure due to device failure.